Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sept2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. It was recommended that the data acquisition board be replaced if the solenoid is stuck. The customer noticed that the test equipment was not tight and that this was causing the leak. Tightening the equipment resolved the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the pressure reading was high during the system leak test. There was no patient involvement.